Event description:
Patient (B)(6) had implant (rflt rapid ra5085c reflect rapid fixture ø5.0mm x 8.5 l) on (B)(6) 2022 and experience a failure to integrate on (B)(6) 2022. A replacement implant was sent to dr. (B)(6).